Event description:
It was reported that a wearable failure occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. According to the patient, (B)(6) 2026, the patient was on a cruise which stopped in roatan (island in the honduras). At that point the sensor had a brief sensor issue before giving a failure message. The sensor was then removed (before 1:00pm). Around 1:00 pm the patient was feeling hypoglycemic, feeling shaky. The patient self-treated with ice cream. The patient¿s cousin gave her honey and tried giving her cola but she aspirated. Then the patient experienced a seizure. The patient¿s relatives called for an ambulance. When the ambulance arrived, she was transferred to the hospital (no treatment done since she was already given honey). Around 1:30 pm the patient arrived at the hospital. There the bg was 44 mg/dl and she was treated with IV dextrose. An x-ray was performed since she aspirated. They prescribed oral antibiotics for 5 days (unknown name) for the aspiration. The patient was discharged after two hours. At the time of the report the patient was fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - 1725 - aspiration/inhalation. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.